Event description:
Rob193 - mps (B)(6) reported femur cuts are off case number: (B)(4) update: "1. Case type (pka/tha/tka): tka. 2. How was the cuts inaccurate? (Proud, deep, etc) proud. 3. What is the estimated discrepancy mentioned in this complaint? (Angle(s), mm, or degrees) about a 1mm. 4. Are post-op x-rays available? (Yes/no) no. 5. Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): 3 minutes".

Manufacturer narrative:
Reported event: an event regarding a inaccurate cuts involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿(B)(6) - mps reported femur cuts are off.¿ case number: (B)(4). It was also reported that the case type was tka, cuts were ¿proud¿ by approximately 1mm and the event resulted in a 3 minute surgical deliver. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: case number: (B)(4), work order: (B)(4). Problem reproduced? No. Work performed: all tests passed without issue. Work order deposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review. Review of the device history records associated with rio 193 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. The complaint record numbers are: (B)(4). Conclusions: the failure mode was not duplicated for the alleged failure. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - inaccurate resection.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported femur cuts are off. Case number: (B)(4). Update: "case type (pka/tha/tka): tka. How was the cuts inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in this complaint? (Angle(s), mm, or degrees) about 1mm. Are post-op x-rays available? (Yes/no) no. Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): 3 minutes."